Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. Dialysis and hypertension were reported as a preoperative complication. The physician did not refer to trouble shooting. Act just before type IV confirmation was around 240. Final confirmatory angiography confirmed proximal type I endoleak. Body extension was placed and ballooning was performed in proximal neck site, then angiography confirmed that proximal type I endoleak was resolved but another endoleak which was likely to be type IV was also confirmed. No additional treatment for the type IV was conducted. There has been no adverse effects to the patient.

Manufacturer narrative:
Event is still under investigation.